Event description:
Customer reported receiving a motor error alarm and stated that the insulin pump was not delivering insulin. He stated that the motor error alarm occurred during a bolus. He stated that the insulin pump had not been dropped or bumped or exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. The blood glucose reading was 167 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor may have had an intermittent failure that was not detected during our testing. No motor encoder position error could be confirmed due to an erased history file. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.